Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy at the right middle cerebral artery (mca) m1 segment with the stent retriever device, the thrombus was retrieved but embolization to new territory (ent) m2 occurred. A second stent retriever was used in the m2 segment. The procedure was completed successfully and there was no adverse consequences to the patient.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, embolus is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. It is likely that the reported retriever clot integration issue was due to procedural factors encountered during use.

Event description:
It was reported that during mechanical thrombectomy at the right middle cerebral artery (mca) m1 segment with the stent retriever device, the thrombus was retrieved but embolization to new territory (ent) m2 occurred. A second stent retriever was deployed in the m2 segment in order to retrieve the emboli to new territory m2 superior. No clot was retrieved but there was reperfusion upon repeat angiography with a thrombolysis in cerebral infarction (tici) score of 3. The procedure was completed successfully and there was no adverse consequences to the patient.